Event description:
It was reported by the surgeon that the anesthesiologist damaged the airway during the vns surgery and the patient was kept overnight due to mild aspiration pneumonitis. No known surgical intervention for this event has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient still presents with persistent pneumonia and had x-rays performed. Per the physician, the x-rays look normal and the physician is not planning on doing anything further. The physician felt the device was implanted correctly and there are no issues with vns.